Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for a blade impactor - unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a blade impactor for the proximal femoral nail antirotation was broken inside. It is not known when the event occurred. This complaint involves one (1) device. This is report 1 of 1 for (B)(4). This report is for an impactor.